Event description:
Device malfunction: delivery catheter separation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure, an xceed stent was successfully implanted in the unspecified target lesion without difficulty. During removal of the delivery catheter, when the handle was pulled back, only the inner catheter was retracted. The outer sheath separated from the inner catheter and was removed manually. No resistance was met at any time during advancement, stent deployment or removal. No force was used during removal. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.